Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported no osseointegration.

Event description:
Bone quality at the time of implant failure was type I. Customer reported pain, bleeding, swelling, fistula and asymptomatic. Primary stability was achieved. Osseointegration was not achieved.